Manufacturer narrative:
An ocd field engineer visited the customer site and found the pressure regulator was clogged resulting in the probe drip. The fe cleaned and adjusted the pressure regulator, replaced the probe and wash block which was clogged and cracked. The cavro-diluter syringe was replaced due to dried fluid leaking from bottom of the syringe cylinder. Repairs have returned the instrument to expected operation. Qc passed. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).

Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid. The reagents and samples were contaminated. No erroneous results were reported. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.